Manufacturer narrative:
Device evaluated by MFR: device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, the need on the gauge was stuck. The target lesion was located in the non-calcified left anterior descending artery. During preparation of an encore 26 inflation unit, the needle would not move. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.